Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A455106-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included citalopram since 2011, lamotrigine since 2011 and medroxyprogesterone acetate (depo-provera) in 2013. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In 2014, the patient experienced migraine ("migraines/headaches"), headache ("bladder or urinary problems or changes"), tooth fracture ("dental problems"), fatigue ("fatigue") and dental caries ("dental problems : cavities"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurry") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fungal infection ("infection (other) describe: yeast"). In 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: mood swings; brain fog"), depression ("neurological conditions or problems type : depression and anxiety") and anxiety ("neurological conditions or problems type : depression and anxiety"). In (B)(6) 2018, the patient experienced thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid stopped functioning."). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, feeling abnormal, urinary tract infection, fungal infection, bladder disorder, urinary tract disorder, headache, tooth fracture, anxiety, vision blurred, fatigue, weight increased, thyroid disorder, alopecia, dental caries, abdominal pain, back pain and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysgeusia, migraine, dysmenorrhoea and dyspareunia had resolved and the depression was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, thyroid disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 105.669 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A455106, a45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included citalopram since 2011, lamotrigine since 2011 and medroxyprogesterone acetate (depo-provera) in 2013. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In 2014, the patient experienced migraine ("migranes/headaches"), headache ("bladder or urinary problems or changes"), tooth fracture ("dental problems"), fatigue ("fatigue") and dental caries ("dental problems : cavities"). In (B)(6)2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurr") and alopecia ("hair loss"). In (B)(6)2016, the patient experienced fungal infection ("infection (other) describe: yeast"). In 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: mood swings; brain fog"), depression ("neurological conditions or problems type : depression and anxiety") and anxiety ("neurological conditions or problems type : depression and anxiety"). In (B)(6)2018, the patient experienced thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid stopped functioning."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, mood swings, feeling abnormal, urinary tract infection, fungal infection, bladder disorder, urinary tract disorder, headache, tooth fracture, anxiety, vision blurred, fatigue, weight increased, thyroid disorder, alopecia, dental caries, abdominal pain, back pain and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysgeusia, migraine, dysmenorrhoea and dyspareunia had resolved and the depression was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, thyroid disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 105.669 kgs. Lot number (a455106) is invalid. Lot number: a45106 manufacturing date: 2012-08 expiration date: 2015-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A455106, a45106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included citalopram since 2011, lamotrigine since 2011 and medroxyprogesterone acetate (depo-provera) in 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In 2014, the patient experienced migraine ("migranes/headaches"), headache ("bladder or urinary problems or changes"), tooth fracture ("dental problems"), fatigue ("fatigue") and dental caries ("dental problems : cavities"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurr") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fungal infection ("infection (other) describe: yeast"). In 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: mood swings; brain fog"), depression ("neurological conditions or problems type : depression and anxiety") and anxiety ("neurological conditions or problems type : depression and anxiety"). In (B)(6) 2018, the patient experienced thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid stopped functioning."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint aches") and amnesia ("memmory loss"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, feeling abnormal, urinary tract infection, fungal infection, bladder disorder, urinary tract disorder, headache, tooth fracture, anxiety, vision blurred, fatigue, weight increased, thyroid disorder, alopecia, dental caries, abdominal pain, back pain, arthralgia and amnesia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysgeusia, migraine, dysmenorrhoea and dyspareunia had resolved and the depression was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, thyroid disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 105.669 kgs. Lot number (a455106) is not valid. Lot number: a45106 manufacturing date: 2012-08 expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: event was added- memory loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A455106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included citalopram since 2011, lamotrigine since 2011 and medroxyprogesterone acetate (depo-provera) in 2013. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In 2014, the patient experienced migraine ("migraines/headaches"), headache ("bladder or urinary problems or changes"), tooth fracture ("dental problems"), fatigue ("fatigue") and dental caries ("dental problems: cavities"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blur") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fungal infection ("infection (other) describe: yeast"). In 2017, the patient experienced mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: mood swings; brain fog"), depression ("neurological conditions or problems type : depression and anxiety") and anxiety ("neurological conditions or problems type : depression and anxiety"). In (B)(6) 2018, the patient experienced thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid stopped functioning."). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, feeling abnormal, urinary tract infection, fungal infection, bladder disorder, urinary tract disorder, headache, tooth fracture, anxiety, vision blurred, fatigue, weight increased, thyroid disorder, alopecia, dental caries, abdominal pain, back pain and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysgeusia, migraine, dysmenorrhoea and dyspareunia had resolved and the depression was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, thyroid disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received : lot no. Was added. New events, "hormonal changes describe: mood swings; brain fog, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, infection (bladder/ urinary tract/vaginal) type: uti, infection (other) describe: yeast, bladder or urinary problems or changes, migraines / headaches, dental problems- fracture,cavities, neurological conditions or problems type: depression; anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: blur, fatigue,weight gain / loss specify which one: weight gain, abdominal pain, other injuries or complication please describe: thyroid, hair loss."were added. Outcome of events, "abnormal bleeding, allergic reaction, dysmenorrhea, painful sex, migraines" were changed to "recovered/resolved". Outcome of event, "depression" was changed to "recovering/resolving". New reporter contact information was added. Patient's information was updated. Patient's demographics were added. Product information was added. Concomitant medications were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.